Event description:
It was reported that the pulse generator was found in back-up vvi mode. The device was on top of other devices while their firmware download was being performed and rf antenna was plugged in. The device was not attempted for restoration.

Manufacturer narrative:
The reported field event backup vvi mode was confirmed in the laboratory. Analysis of the device image revealed corrupted code from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure.